Event description:
Consumer alleges that the positioning strap on her father's chair the buckle has come off completely. Consumer did state she believes the belt was run over but is not entirely sure.